Manufacturer narrative:
A customer from italy notified biomerieux (bmx) of multiple no calls for several different species and several different antibiotics (abx). Lot numbers for the gn01 ast panel and for the sensors were not provided. Based on the lab reports and troubleshooting, the customer appears to have used the wrong plate type/plate map. The quality control (qc) lab reports, which all passed, show that plate type of gn01 was used. The non-qc samples, which had the no call failures, show that plate type us-gn was used. Once the customer was notified of this error and corrected it, the no call failures were remedied and had acceptable results.

Event description:
Intended use: the reveal ast system is an in-vitro diagnostic (ivd) automated system for antimicrobial susceptibility testing of organisms direct from positive blood culture. The reveal ast assays are indicated for susceptibility testing of specific pathogenic bacteria commonly associated with or causing bacteremia as well as bacterial isolates from other specimen types. Results are intended to be used in conjunction with gram stain, organism identification and other clinical laboratory findings. Issue description: a customer in italy notified biomérieux of ¿no call¿ issues in association with vitek® reveal¿ sensor panel (20 tests) (ref. 900-00002, lot unknown) the customer notified ¿no call¿ issues for several samples analyzed by the instrument, regarding various types of organisms. Quality controls on the new batch were performed and passed successfully. The customer indicated that it is happening frequently but that it is not specific to a strain-antibiotic combination. For the same combination, sometimes there are no calls other times there are. Remote access is not avaiable at this customer site. Biomérieux global customer service has been unable to obtain the data from the customer to determine the root cause of the issue. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation will be initiated.